Manufacturer narrative:
The device was returned in one piece for analysis. Interrogation, preliminary test, and visual inspection of the device were normal with no anomalies found. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The cause of infection could not be traced to the device.

Event description:
Related manufacturer reference numbers: 2017865-2023-52154. Related manufacturer reference numbers: 2017865-2023-52155 . It was reported that the whole system, including the pacemaker, right ventricle lead and right atrial lead, was explanted due to infection. Patient condition was stable.